Event description:
Upon removing the suture holding the catheter in position, the hub and short catheter piece were easily removed but the length of catheter remained behind in the vein. The vein was explored and the catheter removed and sent to pathology.